Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Event is still under investigation at this time.

Event description:
The hub separated and migrated to the pt's lung. The pt was sent to the operating room for removal of the separated segment. Outcome of the pt is unk.